Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had a molding defect. The following information was provided by the initial reporter: "notivisa * 20 units with deformity in a box of 100 units making it impossible to use."

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had a molding defect. The following information was provided by the initial reporter: "notivisa * 20 units with deformity in a box of 100 units making it impossible to use."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.